Manufacturer narrative:
One 6f angio-seal vip was returned for evaluation. The carrier tube assembly and the hemostasis sheath was returned separately. The anchor hung free at the end of carrier tube tip and the collagen appeared to be dry and covered with blood like substance. There was no bypass tube housing the anchor but instead the bypass tube was attached to the valve within the hemostasis sheath. There was signification dried blood like substance observed on the bypass tube inner area. The bypass tube was not able to be inserted back onto the anchor for functional testing since the collagen was deformed in its dried state covered with blood like substance. No functional testing of the product was possible. The anchor was manually pulled to reveal the presence of collagen and green tamper tube. The suture knot at the end of collagen patch was verified. No other anomalies were noted. Based on the event description and the condition of the returned parts the exact root cause of the event cannot be identified but it is likely that the bypass tube got detached from the anchor during insertion during step b of the IFU. The cause of the detachment is unknown but this may occur if step b of the IFU is not performed correctly. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. Angio-seal vip IFU art100041662 d (2016-01) was reviewed and the following relevant line items were found: b. Set the anchor: confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal¿ device at the bypass tube. Cradle the angio-seal¿ carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. The IFU has sufficient instructions and graphical representations to guide the user for setting the anchor. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: 6fr angioseal did not deploy following a 6fr diagnostic left heart cath procedure; when the physician realized it would not deploy, the device was removed; manual compression was held; and procedure was a success and the patient condition was reported to be good. Additional information was received on june 26, 2017. The physician had difficulty during access to deploy. All bio-absorbable components were removed from the patient. There was no challenge due to patient anatomy, it became a manual hold.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.